Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the pump flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.